Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experienced elevated blood glucose level over 600 mg/dl requiring third party intervention. Customer's sister administered an insulin injection. No additional information was available. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The investigation of the returned device confirmed that the device generated an e6 error to alert the customer that there was a blockage of the telescope and no insulin was being delivered.